Event description:
Hologic has received correspondence arising from litigation. The litigation alleges that a 56-year-old patient was implanted on (B)(6) 2015 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On (B)(6) 2018 the patient presented with tenderness at palpation of the left breast just above areola. The ultrasound examination revealed an enlarging fulness in the central superior left breast (a complex cystic lesion). On the same date the patient underwent a surgical procedure for the left breast mass removal (including the biozorb marker, surrounded by non-infected mucousy liquid - seroma - which was evacuated). No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event. The lot number communicated by the complainant is not a valid biozorb lot number.

Manufacturer narrative:
Lot number of the device provided by the complainant is not a valid biozorb lot number; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not correctly provided by the complainant. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event.